Manufacturer narrative:
The company rep provided a loaner iabp while the iabp with the reported event could be evaluated. The company rep replaced the power supply (part number 0014-00-0255). The company rep performed calibration, functional, and safety tests. The unit was fully operational and was returned to the customer. The power supply was returned to mahwah repair ctr, new jersey for evaluation. As per the failure analysis report (fir) and the review of the electronic DHR, the power supply were assembled properly and therefore, improper assembly is not the cause of the reported event. The power supply was sent o the supply for additional testing and evaluation. The root cause was attributed to electric short in component q29 (transistor). The supplier speculates that the short was due to by an arc in the circuit due to possible flus residue coupled with external contamination or high humidity. The supplier has initiated corrective action to address this issue and the change is in process of validation. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the batteries were not charging when plugged into the ac outlet. No pt was involved.